Manufacturer narrative:
A stryker service representative gave the customer a quote to repair the device. The customer declined the repair and the device was returned to the customer unrepaired. The reported issue was unable to be verified and duplicated, and the root cause could not be determined.

Event description:
The customer contacted stryker to report that their device intermittently lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that their device intermittently lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.